Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned was explanted but has not been received for investigation yet.

Event description:
A month ago the recipient banged his head while he was playing with his cousins. The family did not realize that there was a problem with the child's hearing at that time. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
A month ago the recipient banged his head while he was playing with his cousins. The family did not realize that there was a problem with the child's hearing at that time. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
A month ago the recipient banged his head while he was playing with his cousins. The family did not realize that there was a problem with the child's hearing at that time. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A month ago the recipient banged his head while he was playing with his cousins. The family did not realize that there was a problem with the child's hearing at that time. Re-implantation is considered.